Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system failed to start up. Review of the log files showed grabber cards or psu or disk bay or empty battery related issue. Upon troubleshooting, the field service engineer identified that there was issue with the power supply of flex vision pc is defective which is not letting the system to boot up. The defective parts were returned for analysis, for flex vision pc power supply related failure was observed. The main reason was psu battery charge/discharge issue. However, the replacement of the flex vision pc, hdd and software updates by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was correct.

Event description:
It was reported to philips that the allura system was not starting, and the countdown got stuck at 0:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc, the hard disk and reloaded the software which resolved the issue. The device was returned to use in good working order.